Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that shortly following a routine device implant, this patient had presented to the hospital suffering from a syncopal episode. Increased threshold measurements with loss of capture were also observed. The patient was noted being pacemaker dependent. Fluoroscopy was performed and concluded both the right atrial and right ventricular leads had dislodged. A lead revision was performed to extract both leads and implant new leads on the right side. No change to the device. There were no additional adverse patient effects reported.